Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Patient reported infusion head set was defective and caused it to come off of her skin. Patient stated she noticed that the infusion set was no longer attached to her skin and there was scarring and skin irritation at the infusion site. Patient reported she used an antibiotic ointment that she obtained with a prescription from her doctor to treat the infected infusion sites. Infusion sets have been discarded. No product will be returned.